Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty at interface board. No blank display noted. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to full segment display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 83 mg/dl. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.